Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up and the insulin pump was not working. They replaced the battery and received an unexpected restart alarm. They then replaced the battery again. The device had counted down to 5 and alarmed an unexpected restart alarm and then turned off. They inserted another battery for the third time. The device had a countdown to 7 and the screen went blank. It would not turn back on. It was making a high-pitched noise. The customer¿s blood glucose level was 97 mg/dl. It was found that the top of the battery compartment was broken. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.